Manufacturer narrative:
Medtronic continues to investigate the reported complaint.

Event description:
Out of box failure, hospital biomedical staff report that during device incoming inspection, it was noted the ac mains light is not active and the ac loss alert alarms continuously. If the device has no ac power, the power supply will not be charging the battery pack; the battery will deplete and the device will not power on.